Manufacturer narrative:
UDI not required. Device has been returned to manufacturer and is in the process of being analyzed.

Event description:
Customer reported the ac/dc adapter associated with the logiq e ultrasound system caught on fire. Additional damage to power cord, cart, system and probe was also reported. Customer stated they removed power plug from the wall and shut the system down right away. There was no further damage and no one was injured. Ge service found ac/dc adapter was draped over the probe holder at the time of the incident. Damaged parts have been returned to ge for further analysis.

Manufacturer narrative:
Ge's investigation has completed. The failed and/or damaged ac power cord and the ac/dc adapter were returned to ge for analysis. Visual inspection showed excessive heat at the ac power cord connector to the ac/dc adapter. The following potential causes were analyzed and evaluated; over-current due to the abnormal acdc function or dc load, short-circuit of live, neutral and earth, arcing between live, neutral and earth, and arcing at the connection between the terminal connectors of the power cord and the acdc inlet pins within the acdc adapter. Through testing and evaluation, the first three were ruled out. It was concluded that arcing occurred at the connection between the terminal connectors of the power cord and the acdc inlet pins within the acdc adapter due to the customer draping/hanging the acdc adapter from the probe cable holder of the logiq e cart. The arcing occurred because of additional pulling force loosening the electrical connection which causes increased resistance and heat. Over a period of a couple hours the arcing and heat brought on the flame & smoke. No injury occurred. The conclusion of the investigation is user error. The complaint file for logiq e was searched and analyzed for similar events, and the results show no similar event was found. The risk and current risk mitigations associated with this device are still effective and in control. Therefore, only correction (parts replacement) is required at this time.